Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient¿s t12 had fractured. As such, the lead was explanted and replaced with a new lead to address the issue. Reportedly, therapy was confirmed post op.

Event description:
Additional information received indicates that the physician elected not to implant at lead at the original lead location. Hence, the new leads were placed one above and one below previous level to cover the same area.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.